Event description:
The customer reported via phone call indicating that the insulin pump alarm sensor change and calibration error. Customer's blood glucose was 212 mg/dl. The customer stated that bad sensor alert occurred after a 2nd consecutive calibration error. Customer was advised the timing od calibrations leading to alert and calibration protocol. The customer was advised to removed and change out the sensor. Customer was advised that sensor would be replaced.

Manufacturer narrative:
The description of the event problem provided in the initial report was incomplete. The additional information will be provided in this report.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 212 mg/dl and a sensor glucose level of 40 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.